Event description:
Initiator reported that a comparison between the pt's surestep meter and a hcp meter was 220 mg/dl (ss) and 380 mg/dl (hcp) respectively (42% difference). No symptoms were reported. Control solution test result (111) was in range. There was no allegation of harm.